Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411 solid state drive (ssd), product ID: 9735737 software, serial/lot#: (B)(6), h3, h6: multiple fdd/annex a codes were reported. A110201 was coded for when booting, the screen showed red "failed to start the network service". A0902 was coded for the camera cart, "no video detected". A1102 was coded for "failed to start the network service", "no video detected". No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Img code g0200702 applies to the solid-state drive (ssd) and g02008 applies to the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when booting, the screen showed red "failed to start the network service" on the main cart screen, and on the camera cart, "no video detected". During troubleshooting, the manufacturer representative (rep) restarted the system and it booted normally. The rep checked self test and found nothing unusual. The rep rebooted the system multiple times and was unable to recreate the issue. There was no patient involvement.

Manufacturer narrative:
H2, h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the solid state drive (ssd) and computer were replaced. The (B)(6) computer case part (lot number: 2151f00982) was returned to the manufacturer for evaluation. It was found that a no video detected error message appeared and the user could not advance past boot up. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on boot up, the watchdog error and "failed to start pulseaudio" message appeared. After 3 reboots, the issue persisted. It was reported that after replacing the solid-state drive (ssd), the manufacturer representative (rep) detected the issue during start-up with the new ssd. The rep tested second sled slot and it did not resolve the issue. The rep swapped back to ssd, and still couldn't boot system.

Manufacturer narrative:
H2: additional information added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: d3 updated. The previously reported concomitant product has been updated to 9736355, version 2.0.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. There were a total of 5 application sessions on the reported date. And one system log captured repeated "watchdog: bug: soft lockup" events which could have affected the central processing unit (cpu) and system services. These events suggested the system experienced resource contention or a kernel-level stall during boot. This issue was consistent with a known software issue. Analysis found that the issue was related to the software. Codes c10, d18 and previously reported code b01 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.